Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and intra-abdominal haemorrhage ("abdominal bleeding") in an adult female patient who had essure (batch no. 654835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity in 1980, migraine in 1998, headache in 1998, gravida I, parity 1 in 1998, loop electrosurgical excision procedure in 1999 and laparoscopy in 2007. Active allergic/ adverse reaction: no, tobacco - none. Alcohol - none. Drugs - none. Heent: no sore throat, no stuffiness. Cardiovascular: no headache or dizziness at the present time. Respiratory: no shortness of breath or cough. Gastrointestinal: no nausea, vomiting, diarrhea or constipation. Genitourinary /reproductive: no bleeding or discharge. No dysuria. Positive urinary frequency. Neurologic: no dizziness or headache. Psychological: negative. Previously administered products included for an unreported indication: oral contraceptive pills from 2004 to (B)(6) 2009. Concurrent conditions included abdominal cramps, asthma, arthritis, carpal tunnel syndrome, heart murmur, depression, seasonal allergy, gerd, intra-abdominal bleeding, palpitations, muscle pain, joint pain, frequent periods, vomiting and d & c. Family history included uterine cancer (mother), glaucoma (maternal grandmother), coronary artery disease (maternal grandmother and grandfather), hypertension (maternal grandmother, mother), carcinoma colon (maternal grandfather), coronary artery bypass graft (maternal grandfather), aortic aneurysm (mother), heart attack (maternal grandfather), stroke (mother) and breast cancer (paternal grandfather). Concomitant products included bupropion (wellbutrin), buspirone, clonazepam (klonopin), cyclobenzaprine, dexlansoprazole (dexilant), diclofenac sodium (voltaren-xr), eugynon (seasonique), loratadine (claritin), salbutamol (albuterol), sulfadiazine silver (silvadene), sumatriptan and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cramps/dysmenorrhoea"), menorrhagia ("excessive, heavy and frequent menstruation cycle") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), the first episode of weight increased ("weight gain"), peripheral swelling ("swelling in legs"), anxiety ("anxiety"), depression ("depression"), bacterial infection ("random bacterial infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the second episode of weight increased ("weight gain"), gastrooesophageal reflux disease ("gerd"), ulcer ("ulcer"), alopecia ("hair loss"), asthma ("asthma"), arthritis ("arthritis"), carpal tunnel syndrome ("carpal tunnel"), cardiac murmur ("heart murmur"), seasonal allergy ("seasonal allergies"), migraine ("migraines"), dizziness ("minimal dizziness"), allergy to metals ("allergic or hypersensitivity reaction: nickel") with rash and headache ("headache"). The patient was treated with surgery (underwent a supracervical hysterectomy (uterus only) and bilateral salpingectomy) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia had resolved and the intra-abdominal haemorrhage, back pain, peripheral swelling, vaginal haemorrhage, anxiety, depression, bacterial infection, vaginal discharge, fatigue, the last episode of weight increased, gastrooesophageal reflux disease, ulcer, alopecia, asthma, arthritis, carpal tunnel syndrome, cardiac murmur, seasonal allergy, migraine, dizziness, allergy to metals and headache outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthritis, asthma, back pain, bacterial infection, cardiac murmur, carpal tunnel syndrome, depression, dizziness, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, peripheral swelling, seasonal allergy, ulcer, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it: yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. On (B)(6) 2009 and (B)(6) 2016, she underwent essure confirmation test. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming: dysmenorrhea, menorrhea, gerd, depression, anxiety, allergies, asthma, arthritis, heart murmur. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and intra-abdominal haemorrhage ('abdominal bleeding') in an adult female patient who had essure (batch no. 654835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy in 2007, loop electrosurgical excision procedure in 1999, parity 1 in 1998, gravida I, endometriosis (laparoscopy with coagulation and excision of endometriosis) and multiparous. Active allergic/ adverse reaction: no, tobacco - none. Alcohol - none. Drugs - none.heent: no sore throat, no stuffiness. Cardiovascular: no headache or dizziness at the present time. Respiratory: no shortness of breath or cough. Gastrointestinal: no nausea, vomiting, diarrhea or constipation. Genitourinary /reproductive: no bleeding or discharge. No dysuria. Positive urinary frequency. Neurologic: no dizziness or headache. Psychological: negative. Previously administered products included for an unreported indication: oral contraceptive pills (B)(6)2004 to (B)(6)2009. Concurrent conditions included migraine since 1998, headache since 1998, nickel sensitivity since 1980, abdominal cramps, asthma, arthritis, carpal tunnel syndrome, heart murmur, depression, seasonal allergy, gerd, intra-abdominal bleeding, palpitations, muscle pain, joint pain, frequent periods, vomiting and d & c. Family history included uterine cancer (mother), glaucoma (maternal grandmother), coronary artery disease (maternal grandmother and grandfather), hypertension (maternal grandmother, mother), carcinoma colon (maternal grandfather), coronary artery bypass graft (maternal grandfather), aortic aneurysm (mother), heart attack (maternal grandfather), stroke (mother) and breast cancer (paternal grandfather). Concomitant products included bupropion hydrochloride (wellbutrin), buspirone, clonazepam (klonopin), cyclobenzaprine, dexlansoprazole (dexilant), diclofenac sodium (voltaren), ethinylestradiol;levonorgestrel (seasonique), hydrocodone bitartrate;paracetamol (norco), salbutamol (albuterol), sulfadiazine silver (silvadene) and sumatriptan (imitrex). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cramps/dysmenorrhoea"), menorrhagia ("excessive, heavy and frequent menstruation cycle") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), peripheral swelling ("swelling in legs"), anxiety ("anxiety"), depression ("depression"), bacterial infection ("random bacterial infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd"), ulcer ("ulcer"), alopecia ("hair loss"), asthma ("asthma"), arthritis ("arthritis"), carpal tunnel syndrome ("carpal tunnel"), seasonal allergy ("seasonal allergies"), migraine ("migraines"), dizziness ("minimal dizziness"), allergy to metals ("allergic or hypersensitivity reaction: nickel") with rash, headache ("headache") and abdominal pain ("abdominal cramping") and was found to have the first episode of weight increased ("weight gain"), the second episode of weight increased ("weight gain") and cardiac murmur ("heart murmur"). The patient was treated with surgery (partial hysterectomy and underwent a supracervical hysterectomy (uterus only) and bilateral salpingectomy, tubal cystectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia had resolved and the intra-abdominal haemorrhage, back pain, peripheral swelling, vaginal haemorrhage, anxiety, depression, bacterial infection, vaginal discharge, fatigue, the last episode of weight increased, gastrooesophageal reflux disease, ulcer, alopecia, asthma, arthritis, carpal tunnel syndrome, cardiac murmur, seasonal allergy, migraine, dizziness, allergy to metals, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthritis, asthma, back pain, bacterial infection, cardiac murmur, carpal tunnel syndrome, depression, dizziness, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, peripheral swelling, seasonal allergy, ulcer, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it: yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. Imaging procedure - on an unknown date: result unknown. On (B)(6)2009 and (B)(6)2016, she underwent essure confirmation test. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming:dysmenorrhea, menorrhea, gerd, depression,anxiety, allergies,asthma,arthritis, heart murmur quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event :abdominal cramping was added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and intra-abdominal haemorrhage ("abdominal bleeding") in an adult female patient who had essure (batch no. 654835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity in 1980, migraine in 1998, headache in 1998, gravida I, parity 1 in 1998, loop electrosurgical excision procedure in 1999 and laparoscopy in 2007. Active allergic/ adverse reaction: no, tobacco - none. Alcohol - none. Drugs - none.heent: no sore throat, no stuffiness. Cardiovascular: no headache or dizziness at the present time. Respiratory: no shortness of breath or cough. Gastrointestinal: no nausea, vomiting, diarrhea or constipation. Genitourinary /reproductive: no bleeding or discharge. No dysuria. Positive urinary frequency. Neurologic: no dizziness or headache. Psychological: negative. Previously administered products included for an unreported indication: oral contraceptive pills from 2004 to (B)(6) 2009. Concurrent conditions included abdominal cramps, asthma, arthritis, carpal tunnel syndrome, heart murmur, depression, seasonal allergy, gerd, intra-abdominal bleeding, palpitations, muscle pain, joint pain, frequent periods, vomiting and d & c. Family history included uterine cancer (mother), glaucoma (maternal grandmother), coronary artery disease (maternal grandmother and grandfather), hypertension (maternal grandmother, mother), carcinoma colon (maternal grandfather), coronary artery bypass graft (maternal grandfather), aortic aneurysm (mother), heart attack (maternal grandfather), stroke (mother) and breast cancer (paternal grandfather). Concomitant products included bupropion (wellbutrin), buspirone, clonazepam (klonopin), cyclobenzaprine, dexlansoprazole (dexilant), diclofenac sodium (voltaren-xr), eugynon (seasonique), loratadine (claritin), salbutamol (albuterol), sulfadiazine silver (silvadene), sumatriptan and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cramps/dysmenorrhoea"), menorrhagia ("excessive, heavy and frequent menstruation cycle") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), the first episode of weight increased ("weight gain"), peripheral swelling ("swelling in legs"), anxiety ("anxiety"), depression ("depression"), bacterial infection ("random bacterial infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the second episode of weight increased ("weight gain"), gastrooesophageal reflux disease ("gerd"), ulcer ("ulcer"), alopecia ("hair loss"), asthma ("asthma"), arthritis ("arthritis"), carpal tunnel syndrome ("carpal tunnel"), cardiac murmur ("heart murmur"), seasonal allergy ("seasonal allergies"), migraine ("migraines"), dizziness ("minimal dizziness"), allergy to metals ("allergic or hypersensitivity reaction: nickel") with rash and headache ("headache"). The patient was treated with surgery (underwent a supracervical hysterectomy (uterus only) and bilateral salpingectomy) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia had resolved and the intra-abdominal haemorrhage, back pain, peripheral swelling, vaginal haemorrhage, anxiety, depression, bacterial infection, vaginal discharge, fatigue, the last episode of weight increased, gastrooesophageal reflux disease, ulcer, alopecia, asthma, arthritis, carpal tunnel syndrome, cardiac murmur, seasonal allergy, migraine, dizziness, allergy to metals and headache outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthritis, asthma, back pain, bacterial infection, cardiac murmur, carpal tunnel syndrome, depression, dizziness, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, peripheral swelling, seasonal allergy, ulcer, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: if you had your essure removed, did you retain the essure device or any portion of it: yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.8 kg/sqm. On (B)(6) 2009 and (B)(6) 2016, she underwent essure confirmation test. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming:dysmenorrhea, menorrhea, gerd, depression,anxiety, allergies,asthma,arthritis, heart murmur . Most recent follow-up information incorporated above includes: on 1-feb-2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, lab test were added.events minimal dizziness, abdominal bleeding, migraines, seasonal allergies, heart murmur, carpal tunnel, arthritis, asthma, hair loss, ulcer, gerd, weight gain, fatigue, vaginal discharge, random bacterial infection, rashes, depression, anxiety and abnormal bleeding (vaginal), headaches and allergic or hypersensitivity reaction: nickelwere added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cramps"), menorrhagia ("excessive, heavy and frequent menstruation cycle"), back pain ("back pain"), weight increased ("weight gain") and peripheral swelling ("swelling in legs"). The patient was treated with surgery (underwent a supracervical hysterectomy and salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, back pain, weight increased and peripheral swelling outcome was unknown. The reporter considered back pain, dysmenorrhoea, menorrhagia, pelvic pain, peripheral swelling and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.